Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(6). D5-operator of device is unknown. No problems or issues were identified during the device history record review. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Investigation of this complaint was limited, because no sample was returned. Customer provided photo where we can see one cuff inflator/pressure gauge with stacked pointer out of measuring scale. Accuracy of the gauge reading, and no fault was found. Storage conditions were reviewed, and no problem was identified. Cartons were found to be not damaged. Products were also sample inspected. No fault was found. Based on the results from investigation, current manufacturing and distribution process is capable to deliver functional products to customer. No potential source of hit or drop damage was identified within the processes. Under visual inspection the sample appeared to be in good condition. Then we simulated the use of a device, the cuff inflator outlet was occluded, and device inflated twenty times. There was no problem observed. Pointer was moving across the whole measuring range without any problem. The root cause of this complaint remains unknown.

Event description:
It was reported, that the cuff meter pointer remains stationary. No patient injury was reported.